Manufacturer narrative:
An event regarding loosening involving an unknown mrh baseplate was reported. The event was confirmed based on the x-rays provided. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the combination of high but still physiological loading condition after a large femoral segmental resection in combination with baseplate failure through loosening, quite likely caused by the cementation technique plus the extreme degree of morbid obesity have together contributed to an overload condition in the axle bearing of the mrh knee device with fatigue failure as end point requiring revision. Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusions: medical review has indicated that the combination of high but still physiological loading condition after a large femoral segmental resection in combination with baseplate failure through loosening, quite likely caused by the cementation technique plus the extreme degree of morbid obesity have together contributed to an overload condition in the axle bearing of the mrh knee device with fatigue failure as end point requiring revision. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.

Event description:
Patient had a left gmrs knee implanted and needed revision due to mrh axle breaking. Patient was getting up from toilet and felt something give. Medical review suspects loose baseplate based on x-ray provided.